Event description:
Report received from (B)(6) stating that during surgery, the device "plunged through the bone into the brain, the dura was torn and there were no long term injuries". No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4). The device has not been received by anspach for eval. Per engineering the "perforator driver w/hudson end csr60" is a passive gear box that reduces the speed output of a drill so that it can be used in conjunction with a "cranial perforator". Therefore, it is not possible that the csr60 was the only device involved in the reported event. This report will address an unk cutter that would be expected to be used in conjunction with a speed reducer. Though requested, no info could be obtained to identify the "cranial perforator" that would be expected to be in use with the speed reducer during the surgical procedure. There have been four attempts to retrieve the "cranial perforator" info from the reporter. If add'l info is received, a supplemental report will be submitted.